Manufacturer narrative:
The insulin pump had intermittent up button response due to moisture damage keypad traces. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated bad response with keypad.